Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 04-jun-2026 the patient reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 400 mg/dl following persistent elevated glucose despite a supply change. No ems or hospitalization was required. No long-term health effects were reported.